Event description:
A doctor alleged that multiple patients who had experienced sensitivity after placement of a sonicfill restoration.

Manufacturer narrative:
Specific incident information with regard to the exact number of patients affected, genders, ages, or weights was not provided. The doctor drilled out the sonicfill restorations and replaced them using a different product for each of the patients. To date, each of the patients are doing fine. The products involved in the alleged incident were not returned, and no specific lot numbers were provided; therefore, no evaluation can be conducted.